Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 10, 2018, it was reported that the loaner was damaged. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), a 2:1 ratio cutter, serial number (B)(6), a 3:1 ratio cutter, serial number (B)(6), and a 4:1 ratio cutter, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) nine times as documented in the repair reports in livelink. The last repair was october 11, 2018 where the loaner device was returned and the worn bushings were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(6) four times as documented in the repair reports in livelink. The last repair was september 26, 2018 where the loaner cutter was returned and produced a passing sample mesh. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(6) two times as documented in the repair reports in livelink. The last repair was july 2, 2018 where the loaner cutter was returned and produced a passing sample mesh. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 3:1 ratio cutter serial number (B)(6) eight times as documented in the repair reports in livelink. The last repair was september 21, 2018 where the loaner cutter was returned and produced a passing sample mesh. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 4:1 ratio cutter serial number (B)(6) two times as documented in the repair reports in livelink. The last repair was august 2, 2018 where the loaner cutter was returned and produced a passing sample mesh. This is not a related issue. Product review of the skin graft mesher on december 6, 2018 revealed that the device was within calibration specifications but the comb was damaged. All cutters were evaluated and noted to pass zimmer biomet test mesh criteria. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 6, 2018 which included replacement of the damaged comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that customer received damaged loaner cutters and damaged mesher with bent comb. No patient involvement. No delay. No adverse events were reported as a result of this malfunction.